Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction and an infection. Prior to sensor insertion the area was prepped with alcohol. The patient developed itching, redness, inflammation, pimples, bumps, pus, and an infection underneath the sensor patch adhesive. The patient had pain in the area. On (B)(6) 2025, tech support reached out to the patient to confirm further details. On (B)(6) 2025, at approximately 1:00 pm, the patient visited her doctor, who evaluated the affected area and prescribed an oral antibiotic (amoxicillin 875-125 mg tablets, twice daily for five days), a pain reliever (tramadol 50 mg, one tablet at bedtime), and a topical nonsteroidal anti-inflammatory drug (nsaid - diclofenac sodium 1% topical gel). The patient reported that no laboratory tests were done to diagnose the infection, the visit was brief, and she went back to work at 3:00 pm that day. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).